Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflect the gore internal case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, a patient underwent an endovascular procedure for treatment of a totally occluded left superficial femoral artery utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). A 7f terumo destination introducer sheath and an unknown guidewire were used during the procedure via contralateral approach. The physician crossed a previously placed bare metal stent implanted in the proximal superficial femoral artery and successfully traversed the chronic total occlusion. A 5 mm pta balloon was used to pre-dilate the lesion. Next, the viabahn device was introduced and advanced to the target treatment site. During attempted deployment, after approximately three inches of the deployment line were pulled, a ¿hard stop¿ was encountered. The physician attempted slight repositioning and further deployment; however, the delivery system felt ¿stuck¿ and could not be activated further. The device was carefully withdrawn into the introducer sheath and removed from the body. Upon inspection, no obvious issues with the delivery catheter or stent were noted. A second 6 mm x 15 cm viabahn device was subsequently introduced and successfully deployed without issue. The procedure was completed as planned with no reported adverse impact to the patient.